Event description:
A (B)(6), male, admitted to the outpatient cath lab for a diagnostic cardiac cath with possible pci. The cordis catheter being used "kinked' during the procedure. After several attempts to remove the catheter a 36 cm section was removed, leaving 64 cms inside the blood vessel. The patient had to be taken to surgery for the removal of the remaining catheter. The patient tolerated the additional procedure without incident.